Event description:
It was reported there were episodes of false asystole from the implantable cardiac monitor one day post implant. There appeared to be loss of electrode contact. The patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).